Manufacturer narrative:
Date of event was reported as 2 years after it was implanted on (B)(6) 2003.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator. It was reported that their implantable neurostimulator (ins) went ¿bezerk¿ every time they wiped (when they went to the bathroom). The patient stated that it ¿shocked the crap out¿ of them and when they went walking ¿it would kick on so strong¿. The patient stated that it was like ¿walking on jello¿, that their legs would move and jerk when they walked. In addition, the patient reported that ¿it would kick on¿ when they were trying to get up. The patient was told there was blood around the battery and it was changed but they left it in because ¿parts were missing and they could not do the surgery. They had to go back and do it two more times. The patient stated one time during the report that this had occurred 2 years after the device was implanted but could not be more specific.